Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 44 mg/dl. Customer's blood glucose level went as high as 300 mg/dl. Customer treated their low blood glucose via food. Customer declined to troubleshoot for low blood glucose levels. Customer advised the insulin pump fell and had cosmetic damage. Customer advised they used manual injections. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08710 inches. Device was received with the case cracked behind the device near the battery compartment and broken battery tube threads.(B)(4).